Manufacturer narrative:
G4:18feb2021. B4:03mar2021. H11: a philips field service engineer (fse) was dispatched to the customer site. The external battery wasn't charging, when booting up it shows white and just stays in standby mode. When the fse arrived on site the customer had decided to retire the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 18feb2021. B4: 19feb2021. H10: a philips field service engineer (fse) was dispatched to the customer site. When the fse arrived on site, the customer had decided to retire the device. There was no troubleshooting performed by the fse. No device evaluation is available. Multiple good faith efforts were made to obtain information regarding the patient context with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Email sent on the following dates and time: 1. Tuesday, (B)(6) 2020 10:57 am to: (B)(6). 2. Wednesday, (B)(6) 2020 9:40 am to: (B)(6). 3. Monday, (B)(6) 2020 3:16 pm to: (B)(6). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 oct 2020.

Event description:
It was reported to philips that the device had shutdown while in use. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.